Manufacturer narrative:
The customer reported that the nav-ring was inoperative. Patient involvement: there was no patient involvement.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement.